Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump was malfunctioning. There was no reported impact to customer's blood glucose. Reportedly, it was unclear if the pump that was malfunctioning was a tandem pump or a non tandem pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.